Manufacturer narrative:
Follow-up information received on 14-apr-2016: quality-safety evaluation of product technical complaint: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a miscarriage (implied pregnancy with essure) and was going to have a hysterectomy. Pregnancy with essure, miscarriage, pain and genital bleeding are serious due to their medical importance. Among these events, only miscarriage is unlisted in the reference safety information for essure. Since there is no information regarding the time lapse between essure insertion and onset of pregnancies, a causal relationship with essure cannot be excluded (device ineffective). In contrast, although the gestational age was not provided, since in most of the cases, the miscarriage is due to chromosome abnormalities or gross morphological malformations, this miscarriage is assessed as unrelated to essure inserts. Also, essure therapy may cause pain and bleeding. Since there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal will be required (planned hysterectomy). No further information (pregnancy questionnaire) can be obtained. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the lack of efficacy and a quality defect.

Event description:
This is a spontaneous case report received from a non-health care professional in united states on 17-feb-2016. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. She had a miscarriage, lots of pain and blood. She had a sonogram CT scan, MRI and blood work. She was in shock and very depressed. She did not even know she was pregnant. At the time of report, she stated she was having a hysterectomy in 2015 due to essure failure. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a miscarriage (implied pregnancy with essure) and was going to have a hysterectomy. Pregnancy with essure, miscarriage, pain and genital bleeding are serious due to their medical importance. Among these events, only miscarriage is unlisted in the reference safety information for essure. Since there is no information regarding the time lapse between essure insertion and onset of pregnancies, a causal relationship with essure cannot be excluded (device ineffective). In contrast, although the gestational age was not provided, since in most of the cases, the miscarriage is due to chromosome abnormalities or gross morphological malformations, this miscarriage is assessed as unrelated to essure inserts. Also, essure therapy may cause pain and bleeding. Since there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal will be required (planned hysterectomy). No further information (pregnancy questionnaire) can be obtained. A product technical complaint analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.